Manufacturer narrative:
Probe cover was not returned for eval. The hospital has been contacted multiple times for assistance in determining the cause of the problem, to no avail. It is difficult to evaluate any corrective action needed without a cause or location of the failed part of the device.